Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect correction 21-sep-2015 following company internal coding review: the previous event term "coils were bent in such a way her fallopian tubes were arced up cutting off circulation and blood flow to her tubes" was recoded to meddra llt "medical device site ischaemia " company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had daily stabbing pain in what she thought were her ovaries among non-serious events. After 3 years, she had essure coils removed; according to her the coils were bent in such a way her fallopian tubes were arced up cutting off circulation and blood flow to her tubes. Only the pain, interpreted as pelvic pain is listed in the reference safety information for essure. In this particular case, it was reported that the flexible coils were bent in a way her fallopian tubes were arced up cutting the blood flow circulation to her tubes. Since this situation may cause the pelvic pain, the causal relationship between the events and essure is assessed as related. This case is regarded as incident since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect no active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Correction 21-sep-2015 following company internal coding review: the previous event term "coils were bent in such a way her fallopian tubes were arced up cutting off circulation and blood flow to her tubes" was recoded to meddra llt "medical device site ischaemia " company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had daily stabbing pain in what she thought were her ovaries among non-serious events. After 3 years, she had essure coils removed; according to her the coils were bent in such a way her fallopian tubes were arced up cutting off circulation and blood flow to her tubes. Only the pain, interpreted as pelvic pain is listed in the reference safety information for essure. In this particular case, it was reported that the flexible coils were bent in a way her fallopian tubes were arced up cutting the blood flow circulation to her tubes. Since this situation may cause the pelvic pain, the causal relationship between the events and essure is assessed as related. This case is regarded as incident since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect no active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2012. The consumer reported that while the devices were in she was in pain daily with a stabbing pain in what she thought were her ovaries. After 2 years, the doctors agreed to remove them. She had her essure coils removed (B)(6) 2015 after having them for three years. The flexible coils were bent in such a way her fallopian tubes were arced up cutting off circulation and blood flow to her tubes causing the pain. Her doctor told her he had no doubt all the issues she had had since the coils were placed were due to the essure. He also stated he had never seen the coils do that to anyone and did a lot of research after her procedure to see if he could find anyone else with the same issues with no avail. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had daily stabbing pain in what she thought were her ovaries among non-serious events. After 3 years, she had essure coils removed. This event, interpreted as pelvic pain is listed in the reference safety information for essure. In this particular case, it was reported that the flexible coils were bent in a way her fallopian tubes were arced up cutting the blood flow circulation to her tubes. Since this situation may cause the pelvic pain, the causal relationship between this event and essure is assessed as related. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.